Manufacturer narrative:
Upon further review the reported issue it was found to be an issue with the pump only, not the automated impella controller (aic). Please see manufacturer device report 1220648-2024-06887 for further information regarding the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella rp support due to acute severe right ventricle failure. The impella rp (sn (B)(6)) was inserted and ramped up and the impella motor stopped. Staff attempted to restart again and the motor stopped again. The impella was repositioned and restarted again and it was slowly ramped up to p7 then there was a high purge pressure alarm, then alarmed purge blocked. The impella was removed and replaced with an impella rp (sn (B)(6)). When the second impella was ramped up, there was an immediate motor stop. Staff replaced the aic successfully and the impella was operational.